Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Data was re-evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid were taken home on (B)(6) 2025. There were no reported glucose values available to search within the parkes error grid calculator between 06/21/2025 through 06/22/2025. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 from the outset, the patient reported that the sensor readings were inaccurate. At one point, the cgm displayed 212 mg/dl with double arrows up, while a concurrent fingerstick reading showed 179 mg/dl, a difference within device specifications for accuracy. No symptoms or treatment were documented at that time. Later, both the receiver and mobile app displayed 79 mg/dl with arrows down, while the actual bg was 118 mg/dl, indicating a low bias inaccuracy. Again, no symptoms or treatment were reported. Despite calibrations and repeated checks, the patient stated the sensor continued to provide inaccurate readings. The patient was using a tandem t: slim x2 insulin pump in automated insulin delivery (aid) mode. On the night on (B)(6) 2025, the patient experienced a severe hypoglycemic episode, which she attributed to the sensor¿s inaccuracies. She had no recollection of the event and only became aware when she found herself surrounded by emergency medical personnel. The behavior of the cgm display (e.g., egv, alerts, or alarms) during the event was not documented. Emergency services were called, and paramedics arrived to find the patient convulsing and vomiting. She was treated on-site with IV d10 glucose. The patient sustained bruising and soreness from the convulsions but did not require hospitalization. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid were taken home on 06/20/2025. There were no reported glucose values available to search within the parkes error grid calculator between on (B)(6) 2025 through on (B)(6) 2025. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 025. No additional patient or event information is available.